Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the control printed circuit board was was replaced to resolve the issue. The device was delivered to the user in working condition. The control pcb controls processor for inspiratory and expiratory valves, i.e. Generates the control signals to the gas modules and the expiratory valve coil. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).